Event description:
Healthcare professional (hcp) reported injecting a patient in the marionette lines and nasolabial folds with 1 ml juvéderm® ultra xc. Hcp reported the patient is experiencing a vascular occlusion 4 days after injection. Hcp treated the patient on the same day with "hylenex 6ml flooded to injection sire, 1 ml pushed through facial artery, placed on oral steroids and doxycycline". The following day the hcp treated the patient with "hylenex 4 ml flooded to injection site and affected tissues". 2 days later the hcp treated the patient with "hyperbaric chamber". Symptoms resolved 5 days after symptom onset.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Manufacturer narrative:
Additional, corrected, and/or changed data: b5.

Event description:
Healthcare professional (hcp) later reported the patient is still experiencing symptoms 4 months later.